Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery ((hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2010. Received treatment for menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Case becomes an incident. New events added: abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury. Outcome of the events pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding) were updated to recovered/resolved. Reporter's information was updated. Lab data was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.